Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty printed circuit (cm) board. The cause of the faulty printed circuit (cm) board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center front panel buttons were not working. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned to olympus and evaluated, and the investigation is in process. During device evaluation, the reported phenomenon (front panel buttons not working) was confirmed, due to a faulty (cm) printed circuit board. In addition, the following non-reportable phenomena were identified: wire found corroded and deformed; front panel gasket found damaged; and corrosion on rear panel. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.